Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 80 mg/dl, 250 mg/dl. Tests were done within 2 minutes with a difference of 91%. Patient did not experience any events. No further information has been reported.